Event description:
Customer used the device to check blood glucose and obtained a result of 127 mg/dl. About twenty minutes later passed out. Roommate called the parmedics and when they arrived, they checked glucose. Their equipment read 23 mg/dl. The emts treated with d50 through an IV. Level "1" and level "2" control was run on the system and both controls were out of range. The device was replaced and requested to be returned for evaluation.